Event description:
Event description guidant received information that this device was part of legal action and the patient passed away. Guidant has no specific information as to the device involvement in the patient's death.